Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 06/19/2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into either the arm or buttocks on (B)(6) 2018. The patient¿s mother stated that the patient started feeling itchy underneath the sensor on the same day as insertion. Rashes were caused due to the patient scratching, so the sensor was removed on (B)(6) 2018. The rashes left markings on skin. Affected area was treated with coconut oil, witch hazel, and lotion. Patient¿s mother contacted their doctor by phone due to the skin reaction, however no further details were provided. Additionally, the exact date of medical intervention was not known, but patient¿s mother stated that it was when the rashes began. At the time of contact, it was indicated that the patient was still using sensors. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.